Event description:
It was reported an atw35 and tr35w were used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate the surgeon misfired the instrument on the pulmonary artery. Due to the cartridge being slightly dislocated from the anvil folk. The staple malformed (bleeding 105cc). The surgeon ligated the vessel with suture.